Event description:
Difficulty was encountered during the dialysis graft declot procedure. The ultra-thin sds balloon dilatation catheter was advanced and the lesion was successfully treated. During withdrawal through the sheath, the distal portion of the catheter broke just proximal to the balloon. A portion of the catheter and balloon remained in the sheath. The broken segment was successfully removed from the pt. No adverse pt events were reported. The pt's condition was reported as "fine."